Event description:
Customer reported at 7am, device = 242 mg/dl. Customer took 6 units of insulin. At 11:45 am, device = 456 mg/dl. Customer went to the hosp. Hosp = 112 mg/dl. Customer was given a turkey sandwich and orange juice. Controls were not in range. A request was made for return product and replacement product was sent.